Event description:
The manufacturer became aware of an allegation of rep dreamstation auto CPAP that the reporter alleges that the patient has passed away and no longer needs the device. Device was not returned to the manufacturer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.